Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a power error. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm and power error confirmed in the long trace. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed power loss and then alarmed software error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at j6 printed circuit board. The insulin pump was monitored and functioned properly. Hardware low levels alarm during self-test and confirmed in the pump history due to cold solder joint on u1 keypad assembly. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.